Event description:
There was an apparent fracture in the lead found at the time that generator was replaced in pt. Lead was capped & left in pt; because of unacceptable thresholds. Generator was also replaced .